Event description:
On (B)(6) 2011, wife reported elevated blood glucose of 200-400 mg/dl since patient started using the infusion device and infusion sets 6-8 weeks ago. Target blood glucose is 130-150 mg/dl. Blood glucose would increase approximately 12 hours after a new infusion headset was inserted. Patient has had several bent infusion cannulas. Insertion device is used to insert the headsets. Infusion set was requested for evaluation. Replacement product was sent. The patient did not require treatment from a health care professional or second party to address the issue. Follow-up was completed with wife on (B)(6) 2011. Hyperglycemia was treated by changing the infusion headset and delivering boluses through the infusion device. Wife reported patient was also miscalculating his carbohydrates, and this contributed to the hyperglycemia. Patient saw his physician on (B)(6) 2011, and was told he is "doing really well on the pump now and his readings are good."